Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported suffered vasoplegia and ischemic bowel following lvad implantation. It was reported that the patient was supported by an lvad, ECMO, volume resuscitation, and catecholamines. The patient expired in the hospital as the medical staff withdrew support. The device was not returned to the manufacturer for analysis as it remains implanted. Therapeutic center does not believe the reported event was related to the device. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Right heart failure and death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device is not available for analysis.

Event description:
Post pump implant the patient had a "huge" vasoplegia. There was good flow with the lvad and right heart extracorporeal membrane oxygenation (ECMO) which had been instituted prior to lvad implantation. Massive filling and catecholamine support was required. During the day the patient became more vasoplegic with increased lactate and decrease in ph. Because of the massive use of catecholamines, the patient suffered intestinal ischemia. The medical team decided to withdraw support and the patient died two days post implant. It was reported that the pump was not related to the issue.